Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial under-sensing and ventricular t wave over-sensing post ventricular pacing was noted on stored electrograms. Reprogramming has been completed and both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.